Event description:
It is reported that the device was implanted in 2007. The device was revised in 2008, due to the cement mantle on the tibia breaking. When the surgeon went in to revise, it was noticed that there was major poly wear on the articulating surface. The doctor was concerned and revised the entire knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.